Event description:
The report received from (B)(4) stating that the device was heating. The device was not being used in surgery. There was no reported pt or user injuries. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.